Event description:
Allegedly, a guardian distal femur was revised on (B)(6) 2023 due to infection.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.